Event description:
The customer stated that the cell-dyn wbc dilution cup has been overflowing and while troubleshooting the issue, the tech got splashed in the eye by the bleach solution. The tech was wearing the personal protective equipment (ppe). The tech fleshed the eye with the eye wash with no further intervention or impact to either the tech health or patient management.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Additional information indicated that the customer was not wearing goggles or face shield. The customer also indicated that the spray was on the face only and not in the eyes. The customer flushed the eyes as a precaution. No complications resulting from the spray were reported. Trouble shooting determined that the customer had disconnected the tubing from valve 213 instead of sliding the tubing out of the valve. The tubing was cleaned, lubricated and reinstalled by an abbott field service engineer (fse). Based on the evaluation results, no malfunction or product deficiency was identified to be related to this issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.